Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 20 mmol/l. No significant events leading to the alarm were observed. The caller stated that he did not trust the insulin pump's ability to deliver insulin due to the high blood glucose reading. He stated that an infusion set and reservoir change did not resolve the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with broken battery tube threads, a cracked belt clip slot and minor scratches on the display window.